Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 600 mg/dl. The patient had not treated yet but he had manual insulin injections available as a treatment option. During troubleshooting the insulin pump was able to prime without incident. However, while the customer stated that his cannula was straight, his wife believes that the cannula was bent. The insulin pump was not returned for analysis.